Manufacturer narrative:
The insulin pump was received with an intermittent button response due to act, esc, up arrow and down arrow button were flat dome button. The connector was inspected and locked on lcd board. The insulin pump was received with cracked reservoir tube, cracked reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the buttons were difficult to press. Customer's blood glucose was not reported. Insulin pump will be replaced.